Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with allograft placement and abdominoplasty; due to pop, sui and urethral hypermobility.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop.

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06186. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent urethroscopy w/and w/out calibration on (B)(6) 2008; due to intractable continuous urge incontinence, slowing of the urinary stream. It was reported that the patient underwent cystoscopy with release and removal of a small segment of the sling and revision of scar on (B)(6) 2013 due to irritative voiding symptoms and pain. (B)(4).